Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, the patient felt a hot sensation in the device area and their arm went numb on the side of the defibrillator. System remains in use. No patient complications were reported as a result of this event.